Event description:
It was reported that at implant when induction was performed, that shocks were withheld for six seconds due to noise detection. Ventricular fibrillation was then detected and shocks were delivered two times without success. It was noted that the right ventricular lead had dislodged. Cardiopulmonary resuscitation was given as no heart contractions were seen on fluoroscopy. External rescue shock was successful. The right ventricular lead was repositioned. Both the lead and device are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.